Event description:
It was reported that the patient experienced stimulation in the wrong location. Stimulation was lost in the desired area and experienced in the abdomen. X-rays indicated a lead migration. In the operating room it was observed that the anchor was sutured in place, but that the metal inner segment had pulled out of the plastic. A new lead was implanted with successful stimulation.

Manufacturer narrative:
Final device analysis of the titan anchor indicated a reliability non conformance. Analysis determined the titanium insert separated from the silicone portion of the anchor. There is evidence of medical adhesive on the titanium insert indicating that the outer silicone sleeve had been adhered to the insert. The outer silicone sleeve was not returned for analysis.